Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the remb micro drill was slow to brake. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was not duplicated and no other failures were confirmed. Upon disassembly, the engineer thoroughly evaluated the handpiece and could not find any failures that would cause or contribute to the reported event. The device was cleaned, lubricated and adjusted for preventative maintenance and passed the final inspection before it was returned to the customer.